Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health care professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag 1.5% and extraneal therapies. On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with amikacin injection, vancomycin injection and magnex for peritonitis. The patient was not hospitalized for the event. The outcome was unknown. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.